Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing in the sterile processing department, it was discovered that the compact speed reducer device was power broken. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the drive shaft did not rotate. It was further observed that the gearbox was worn out and corroded, preventing the drive shaft from rotating. It was further determined that the device showed signs of damage which was indicative of damage caused by improper cleaning. The assignable root cause was determined to be due to improper cleaning, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.